Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 14 mm but the stent has not been released. However, the stent is slightly compressed. The proximal stent stopper and the proximal end of the inner shaft show signs of compression. The inner shaft has further fractured about 4 mm distal to a severely deformed metal tube at the knife. The handle was returned partially open and disassembled with several parts missing. In general, the findings indicate that the stent was blocked and pulled back against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause was identified. The final root cause for the reported event could not be determined. It should be noted that the IFU advises the user to only open the handle in the case that the trigger release mechanism fails with partial release of the stent.

Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a 130mm long lesion with 80 percent stenosis degree. The physician inserted the sheath and delivered the stent to the lesion, but could not release the stent even after unpack the handle. The device was withdrawn, and another stent was used to finish the procedure.